Event description:
It was reported that patient received inappropriate therapy due to physiologic bandwidth with a new sinus tach algorithm. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted no anomalies were found. (B)(4).